Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of logic insert. Reason not reported.

Event description:
It was reported that a patient had knee revision surgery due to excessive wear. The patient was stable leaving the or. No additional information has been provided about the patient or event.

Manufacturer narrative:
After further review of additional information received the following sections a1, b2, b3, b4, b5, b6, b7, d4, d6, d7, d10, g1, g3, g4, g5, g7, h1, h2, h3, h4 and h6 have been updated accordingly. Section h3: the complaint product was returned for analysis. The complaint of revision due to excessive wear was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) of the tibial insert: the wear and loss of material appears consistent with femoral articulation on the posterior lip of the tibial insert. Additionally, metal fragments appear to be embedded in the polyethylene. This appears consistent with shavings likely from the tibial tray, indicating that there was direct femoral condyle-tibial tray contact. The pitting appears consistent with third body wear. Posterior view of the medial articular surface shows subsurface cracking consistent with the femoral component contacting the medial posterior lip of the insert. Subsurface cracking appears consistent with the femoral component contacting the medial posterior lip of the insert. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of any other complaint reports involving parts from this manufacturing lot. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of excessive overall posterior tibial slope of the tibial insert, which allowed for excessive posterior contact between the femoral component and the tibial insert, especially laterally, leading to wear and material loss of the polyethylene. There is no patient information provided; therefore, it is not possible to assess the patient risk/clinical factors. Section h6: in a review of labeling it is noted that only qualified surgeons are to use these products: who are fully knowledgeable about all aspects of the surgical techniques and use these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system instrumentation. Prior to closure, the surgical site should be thoroughly cleansed of bone chips, extraneous bone cement (if used), ectopic bone, etc. Foreign particles may cause excessive wear. Foreign particles may also migrate to other parts of the body. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Possible detachment of the coating(s) on the components, potentially leading to increased debris particles. This device is used for treatment not diagnosis.